Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that a fiber was not used during a photoselective vaporizations of the prostate procedure because it broke. Another fiber was used to complete the procedure without patient complications.